Event description:
A united states distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation event. Rapid atrial flutter at 215bpm contributed to the false detection. The pt was reportedly conscious and sitting at the time of treatment. The response buttons were pressed intermittently during the event but not immediately prior to the treatment. The pt did not seek any medical attention and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 05/2010 - reuse; electrode belt (B)(4): 01/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.